Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited increased impedance measurements due to suspected insulation issue. This electrode remains in service. No adverse patient effects were reported.